Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation concluded that the pressurewire aeris was returned in three sections, the core wire had been fractured and the tip coil had been fractured and stretched, and was detached from the distal end of the jacket. It was determined that a portion of the fractured core wire was not returned. The device history record was unable to be reviewed since the batch number is unknown. The cause of the tip coil and core wire damage is consistent with forcible contact during use. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torquing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Event description:
A pressurewire aeris became lodged in a lesion during the procedure of a patient who reportedly had calcific disease. The physician was not able to remove the wire and a balloon was used to attempt to free the pressurewire aeris. The pressurewire aeris then fractured. No additional information on the procedure or patient outcome is known.